Event description:
The pt stated that the adhesive of his infusion set became "completely wet" and this caused his blood glucose to elevate to 312 mg/dl. The pt stated that he found no leaks in the infusion set. He stated he changed his infusion set and infusion site and bolused to lower his blood glucose. No further information is available regarding actions taken by the pt. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report. Accu-chek flexlink is same product as accu-chek ultraflex which is sold in the united states.